Event description:
It was reported the device was interrogated and it was determined there was oversensing on the atrial lead. The sensitivity was reprogrammed and the lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Event description:
Further information was received and indicated there was another occurrence of atrial lead oversensing. The lead sensing value was reprogrammed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Additional information received indicated there was another occurrence of atrial lead oversensing observed during device interrogation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated there was another occurrence of atrial lead oversensing observed during device interrogation.